Event description:
During a pph procedure, the instrument misfired. The device would not fire, no cut or staple line was produced. A new instrument was opened and the case was finished without consequence.